Event description:
The customer called to request assistance with bolusing and priming. A day later, the customer called back and reproted that the paramedics treated her low blood glucose. Assisted customer adjusting basal rates. The customer declined to troubleshoot the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been retrned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.